Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was getting system error 107 (pic cam error) when infusing blood products like platelets at rates below 130 ml/hr. The problem was found during delivery at the (B)(6) (intravenous department), and medical surgical. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.